Manufacturer narrative:
Result: bed exit module.

Event description:
It was reported by service report that the bed exit module was broken. It is unk if there was pt involvement; however, no adverse consequences were reported.